Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a permanent implant procedure on (B)(6) 2019. The patient reported severe headaches. Follow-up information indicated the patient's headaches resolved on their own. Related manufacturer reference number: 3006705815-2019-03331.